Event description:
It was reported that the patient came to the hospital, advising she had heard the device's patient alert alarm. When the device was interrogated, it was determined the alarm sounded due to high impedanaces (> 200 ohms). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; the analyst noted that both the svc and is-1 legs of the lead were bent at implant, and that impedance trends indicated that some damage to the svc conductor may have occurred at implant; the full lead was returned in segments and analyzed. Other: it was reported that the patient came to the hospital, advising she had heard the device's patient alert alarm. When the device was interrogated, it was determined the alarm sounded due to high impedances (> 200 ohms). The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, operational context contributed to event, impedance, high.